Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported a post-operative MRI showed the patient had a stroke along the dbs lead trajectory. No additional actions or interventions were planned. The patient was slowly improving with continued improvement at the current time. The patient was scheduled for stage 2 implant on march 6th which was delayed from the originally scheduled date due to the adverse event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who has a lead implanted. It was reported that the patient has extremity weakness on contralateral side and has slurred speech. This was evident in the recovery room after procedure and it persists. The lead was misplaced due to entry of the x coordinate incorrectly on the head frame. An o arm spin was done to ensure proper placement of the lead. The lead was removed and replaced intraoperatively, before any adverse patient outcome was evident. Issue is ongoing.